Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lumens of three (3) clearlink non-dehp three lead extension sets would not flush. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report 1416980-2018-06523. All information regarding this event will be reported under 1416980-2018-06523.